Manufacturer narrative:
A ge representative evaluated the system and replaced the coin battery on the x-ray controller board. The system operates as intended.

Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of patient injury or death.